Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving lioresal 500 mcg/ml at a dose of approximately 100 mcg per day as of (B)(6) 2016 and a dose of 200.26 mcg per day as of (B)(6) 2016 via an implantable pump for intractable spasticity. It was reported there was a possible flipped pump that was suspected. The hcp was having difficulty refilling the pump which was why the flipped pump was suspected. The event date was not specified for when the pump flipped, but the hcp couldn't fill the pump on (B)(6) 2016. No symptoms were reported. As a result of the report, the rep planned to follow up with the hcp. Later, on (B)(6) 2016, it was reported the flipped pump was confirmed via x-rays. The cause of difficulty filling the pump was confirmed to be due to the pump flipping. The hcp was not going to try to flip the pump back manually and planned to refer to the patient to a neurosurgeon. The patient was going to surgery on (B)(6) 2016 to get the pocket revised and to put the pump back in place. The difficulty filling the pump was to be resolved on the date of the surgery as well. During the surgery, the hcp put the pump in a mesh pouch and flipped the pump back on its correct side. The cause of the flipped pump was not specified. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.